Manufacturer narrative:
Approximate age of device - 2 years, 2 months. Device investigation: the evaluation of the returned portion of the driveline for heartmate ii lvas, serial number (B)(4), confirmed external driveline (dl) wire damage that could have contributed to the reported event. Approximately 24¿ of the driveline was returned for evaluation under work order #(B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the dl revealed a breach to the insulation of the green wire, approximately 19.5¿ from the metal connector, and a breach to the insulation of the brown wire, approximately 19.5¿ from the metal connector. The green wire redundantly supports motor phase 1, while the brown wire redundantly supports motor phase 2. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the green or brown wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the pump stops and other associated alarms that were confirmed through the analysis of the submitted log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was presented to the clinic with intermittent pump stoppages. The log file was sent for evaluation. No patient symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppages when the patient¿s lvad was connected to the power module. The x-ray showed some areas of concern. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. Post-replacement, the patient was placed on a grounded patient cable and the alarms did not return. The patient was monitored overnight. No further information was provided.